Event description:
It was reported that the inserter would not turn very easily at all. The tear drop currete broke. The t-handle would not lock and when it did, it would not come out (tap). It would just spin in handle.